Manufacturer narrative:
Date sent: 03/13/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the anvil of the device was put on the trocar. As they turned the knob to close the device, the head detached. This happened three times. They changed the shaft, still the head detached. They also changed the head and then they could close the new device. There were no adverse consequences to the patient.